Event description:
It was reported that right ventricular (rv) lead dislodgement was discovered via x-ray. Loss of capture was also observed. The lead was explanted and replaced. The patient is in stable condition.